Manufacturer narrative:
Philips service replaced the hard disk and restored system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that intermittent boot failure occurred due to host pc hard disk malfunction on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.